Event description:
Customer reported the insulin pump was giving him issues it was freezing and buttons were not responding and it alarmed unexpected restart. Customer's blood glucose was 121 mg/dl. Customer stated he had to take the battery out because the buttons were not responding. Customer did not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for unexpected restart was performed. No further information reported.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The device was received with intermittent buttons due to light moisture damage to keypad traces. No external random access memory cyclic redundancy checks error and unexpected restart. No frozen screen anomaly noted. The device had with minor scratches on liquid crystal display window. The device was received with cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.